Event description:
During baxter's functionality testing, a spectrum pump alarmed door not fully latched. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The door not fully latched alarms were confirmed during baxter's functionality testing as well as through observation upon powering the device on during the investigation. This condition was determined to have been caused by severed motor mount screws being lodged in between the link and link screws. This prevented the door from opening and closing properly. The motor and mount screws were replaced.